Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury. However, customer reported symptoms including (feeling) "very tired, shaky, and eyes did not want to focus." She reportedly "exercised about a half hour and thereafter felt fine." She did not require third party medical intervention.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.